Manufacturer narrative:
Patient identifier: requested, not provided, age & date of birth: requested, not provided, patient sex : requested, not provided, weight: requested, not provided, ethnicity: requested, not provided, race: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual sample was received for evaluation. The actual sample was in the state of having been combined with the involved slenguide. The part of the actual sample protruding from the hub of the involved slenguide measured 1300 mm in length. Visual and magnifying inspections of the involved slenguide revealed that some part of the catheter tube had been contracted or buckled, which were observed in the range from 940 mm to 1200 mm from the distal end. No other anomaly was noted in the involved slenguide. Visual and magnifying inspections of the actual sample, before removed from the involved slenguide, confirmed there was not any anomaly including a kink in the visible range. An attempt was made to remove the actual sample from the involved slenguide. As a result, resistance was felt, and the actual sample could not be removed. It was found that the involved slenguide tube became distorted at 1075 mm and at 1200 mm from the distal end while the actual sample was being pulled. From this, it is likely that the actual sample was caught in these parts. The involved slenguide was cut and the state of inside was inspected with unaided eye and ccd and revealed that the intermediate shaft of the actual sample had been fractured and separated in two portions. The fracture end of the distal portion was found located at approximately 940 mm from the distal end of the involved slenguide, and the fracture end of the proximal portion was located at 1200 mm from the distal end of the involved slenguide. Elongation of material was observed on the fracture ends. It is likely that the intermediate shaft of the actual sample was caught in the involved slenguide at approximately 940 mm from the distal end of the involved slenguide due to some factors, and then fractured when pulled in the proximal direction. When the actual sample was pulled further, the proximal portion of the intermediate shaft was moved in the proximal direction and caught in the buckled part of the involved slenguide at approximately 1200 mm from the distal end. The dimensions of the outer diameter of the actual sample (undamaged part of the intermediated shaft); the inner diameter of the involved slenguide (undamaged part) were measured and confirmed to meet the factory's control criteria. Reproductive testing was performed and a current slenguide sample was combined with a current misago sample, held by hand at the distal section, and then pulled in the proximal direction. When the pulling force was 1.35kgf, the slenguide tube became elongated near the part held by hand and near the hub. An attempt to pull the misago from the slenguide was made; however, failed. While a further pulling load was applied to the misago, it was felt by tactile sense that the misago became fractured at 2.75kgf, and then the pulling load was released. At this moment, the elongation of the slenguide turned to contraction. The slenguide was cut and the state of the inside was inspected with unaided eye and ccd and confirmed that the intermediate shaft of the misago had been fractured. The fracture point was located at the elongated part of the slenguide. The similarities between the state of the actual sample/involved slenguide and the reproductive test samples revealed that the slenguide has some contracted part and intermediate shaft of misago had been fractured, and the fracture point had been located at the elongated part of slenguide. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample became caught in the involved slenguide; the elongation of the catheter tube was generated in the involved slenguide in the state of being combined with the actual sample; when the actual sample was intended to be removed from the involved slenguide, the actual sample became caught in the elongated part of the involved slenguide. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during the procedure the involved misago was inserted through slenguide. After stenting, the operator intended to pull out misago; however, it became caught in the slenguide. The misago was withdrawn together with slenguide. The patient was not harmed. The procedure outcome was not reported.